Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterine'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage) / miscarriage / passed a large blood clot and had no period - he said that it was a miscarriage') in a 31-year-old female patient who had essure (batch no. 948832, 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (date of live births: (B)(6) 2011, (B)(6) 2012.). Current weight 170 lbs. Concurrent conditions included obesity. Concomitant products included amitriptyline from 2012 to 2016, levothyroxine since 2018 and oxycodone since (B)(6) 2019. In 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches worsened after essure procedure/migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2013, the patient experienced arthralgia ("pain/ joint pain / joint aches/pain"), abdominal pain lower ("pain/ pain lower abdomen"), back pain ("pain/ lower back pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss specify which one: weight gain right after procedure and great loss over last 2 years") and weight decreased ("weight gain / loss (specify which one) great loss over last 2 years"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and feeling abnormal ("psychological or psychiatric problems condition: depression, brain fog, anxiety"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced tooth fracture ("dental problems cracking (to date)") and teeth brittle ("dental problems teeth brittle(to date)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the uterine infection, pregnancy with contraceptive device, abortion spontaneous, arthralgia, abdominal pain lower, back pain, mood swings, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, urinary tract infection, depression, anxiety, feeling abnormal, migraine, tooth fracture, teeth brittle, dysmenorrhoea, dyspareunia, weight increased, alopecia, weight decreased and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, teeth brittle, tooth fracture, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the plaintiff currently planning for essure removal : reason(s) for removal: unwanted health complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Lot number:948832, manufacture date: 2012-02, expiration date:2015-02. Lot number:959220, manufacture date: 2012-04, expiration date:2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterine'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage) / miscarriage / passed a large blood clot and had no period - he said that it was a miscarriage') and rheumatoid arthritis ('type of autoimmune diagnosed: rheumatoid arthritis.') In a 31-year-old female patient who had essure (batch no. 948832, 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (date of live births: (B)(6) 2011, (B)(6) 2012.). Current weight 170 lbs. Concurrent conditions included obesity. Concomitant products included amitriptyline from 2012 to 2016, levothyroxine since 2018 and oxycodone since (B)(6) 2019. In 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches worsened after essure procedure/migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2013, the patient experienced arthralgia ("pain/ joint pain / joint aches/pain"), abdominal pain lower ("pain/ pain lower abdomen"), back pain ("pain/ lower back pain / back pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss specify which one: weight gain right after procedure and great loss over last 2 years") and weight decreased ("weight gain / loss (specify which one) grat loss over last 2 years"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety / psych injury") and feeling abnormal ("psychological or psychiatric problems condition: depression, brain fog, anxiety"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced tooth fracture ("dental problems cracking (to date)") and teeth brittle ("dental problems teeth brittle(to date)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), hypersensitivity ("allergy: hypersensitivity"), rheumatoid arthritis (seriousness criterion medically significant), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the uterine infection, pregnancy with contraceptive device, abortion spontaneous, arthralgia, abdominal pain lower, back pain, mood swings, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, urinary tract infection, depression, anxiety, feeling abnormal, migraine, tooth fracture, teeth brittle, dysmenorrhoea, dyspareunia, weight increased, alopecia, weight decreased, abdominal pain, pelvic pain, hypersensitivity, rheumatoid arthritis, vaginal infection, urinary tract disorder, gastrointestinal disorder and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, teeth brittle, tooth fracture, urinary tract disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the plaintiff currently planning for essure removal : reason(s) for removal: unwanted health complications.. Discrepant information received: pregnancy: ectopic, stillbirth/miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Lot number:948832 manufacture date: 2012-02 expiration date:2015-02. Lot number:959220 manufacture date: 2012-04 expiration date:2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events (pelvic pain female, rheumatoid arthritis, urinary disorders, vaginal infection, hormonal imbalance and gastrointestinal disorder) updated and essure insertion date were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterine'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage) / miscarriage / passed a large blood clot and had no period - he said that it was a miscarriage') in a (B)(6) year-old female patient who had essure (batch no. 948832, 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (date of live births: (B)(6) 2011, (B)(6) 2012.). Current weight (B)(6) lbs. Concurrent conditions included obesity. Concomitant products included amitriptyline from 2012 to 2016, levothyroxine since 2018 and oxycodone since (B)(6) 2019. In 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches worsened after essure procedure/migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2013, the patient experienced arthralgia ("pain/ joint pain / joint aches/pain"), abdominal pain lower ("pain/ pain lower abdomen"), back pain ("pain/ lower back pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss specify which one: weight gain right after procedure and great loss over last 2 years") and weight decreased ("weight gain / loss (specify which one) grat loss over last 2 years"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and feeling abnormal ("psychological or psychiatric problems condition: depression, brain fog, anxiety"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced tooth fracture ("dental problems cracking (to date)") and teeth brittle ("dental problems teeth brittle (to date)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the uterine infection, pregnancy with contraceptive device, abortion spontaneous, arthralgia, abdominal pain lower, back pain, mood swings, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, urinary tract infection, depression, anxiety, feeling abnormal, migraine, tooth fracture, teeth brittle, dysmenorrhoea, dyspareunia, weight increased, alopecia, weight decreased and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, teeth brittle, tooth fracture, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the plaintiff currently planning for essure removal : reason(s) for removal: unwanted health complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received: case became an incident. Lot number added. Injury nos was replaced with new events: pregnancy (stillbirth or miscarriage), spontaneous abortion, device ineffective, mood swings, menorrhagia, vaginal bleeding, urinary tract infection, yeast infection, uterine infection, depression , brain fog, anxiety, migraine, dental problems, dysmenorrhea, dyspareunia, weight gain, hair loss, lower abdominal pain, low back pain, joint pain, patient did not undergo essure confirmation test, weight gain, weight loss, abdominal pain. Events onset date were added. Reporters information, patients dob, demographics, medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.